Manufacturer narrative:
Concomitant medical products: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2f52r); product type: 0200-lead; implant date (B)(6)2021; explant date (B)(6)2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had to have surgery to "fix" their lead after being pregnant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. It was reported that after pregnancy, x-ray showed their lead was significantly displaced as it appeared to be pulled in the pelvis. The cause of needing surgery to fix the lead was determined to most likely be due to pregnancy. Device removal and replacement resolved the issue.